Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, while advancing a velocity through a neuron max 6f 088 long sheath (neuron max) and another sheath, the velocity broke near its hub; therefore, it was removed. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.